Event description:
Customer reported a past instance of low blood glucose, with the lowest recorded level at 40 mg/dl. Cause was not known. The customer consumed glucose tablets as a corrective action and was advised by technical support to consult with a healthcare professional to understand the factors affecting blood glucose levels.